Event description:
It was reported that the patient said that 2/3 came unusable, bent, packaged too tightly, led to bending. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Per customer via phone on 10dec2025, it was reported that he received sleeves that were missing catheters, and he discarded the empty sleeves. On the most recent batch of catheters that he received, three of the catheters were bent when he opened the box. It appeared that the catheters were jammed into the box during packaging. Customer discarded those as well. No lot numbers were provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that 2/3 came unusable, bent, packaged too tightly, led to bending. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Per customer via phone on 10dec2025, it was reported that he received sleeves that were missing catheters, and he discarded the empty sleeves. On the most recent batch of catheters that he received, three of the catheters were bent when he opened the box. It appeared that the catheters were jammed into the box during packaging. Customer discarded those as well. No lot numbers were provided.